Event description:
It was reported to boston scientific corporation that a solyx single incision sling was implanted into the patient on (B)(6) 2011. According to the complainant, the patient experienced vaginal pressure and pain, vaginal bleeding, abdominal and pelvic pain, a return of her stress urinary incontinence, bleeding, vaginal infections and mesh erosion. The physician's office has been contacted; the physician is not comfortable proceeding information without a signed release from the patient. No further information is currently available. Should additional relevant details become available, a supplemental report will be submitted.